Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. The pump powered back on when plugged into a power source. The customer had not began pump therapy and therefore opted to power off pump until therapy begins.